Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a poor electrocardiogram (ECG) connection and it was attributed to the radiofrequency head connector and the ECG connector being loose and therefore the link electronic module (lem) board was replaced and calibrated. Analysis also found the system fan to be noisy and it was therefore replaced as well. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG)connection was poor. Several different cables were tried but a clear ECG signal was unable to be obtained with surface electrodes. Pushing down on the connector appeared to help. It was further noted that the radiofrequency programmer head had possible telemetry issues. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.